Event description:
Title: penetrating fixation device vs fibrin sealant during laparoscoplc repair of ventral hernia: a double-blind randomized trial this was a double-blind, randomized study. 80 patients with primary ventral hernia who underwent laparoscopic intraperitoneal on-lay mesh repair using proceed mesh (ethicon) were included in the study. Mesh fixation was done using either mechanical fixation device (securestrap, ethicon) (mf group) or a competitor fibrin sealant (tisseel) (fs group). Patients were followed up for 1 year. Reported complications included pain at movement up to 1 year postoperative (n=?) And hernia recurrence at 1 year postoperative (n=2). In conclusion, use of fibrin sealant in laparoscopic intraperitoneal on-lay mesh reduces early postoperative pain without significantly increasing recurrence rate. It may be an alternative technique for mesh fixation.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 ¿ device not returned citation: scientific forum abstracts, vol. 237, no. 5, november supplement 2023.